Manufacturer narrative:
Follow-up #1.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose over 400 mg/dl with moderate ketones and abdominal pain. The reporter was unwilling/unable to troubleshoot. His complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.